Manufacturer narrative:
Patient information was unavailable from the site. Medtronic investigation of returned suspect device finds that the adjustment screw is not stripped as reported. The screw is in good condition with no damage to the threads. However, the receptacle cylinder is missing from the clamp face. The screw attaches to the cylinder. The clamp face is bent to one side causing undue strain on the cylinder. The broken cylinder pieces are missing. The reported event was confirmed to be caused by physical damage of the clamp.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the screw on the spine clamp instrument was stripped and froze during the procedure rendering it unusable. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.